Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the self test, sleep current measurement and active current measurement however, unable to perform the displacement test due to missing retainer. Pump trace download analysis confirmed the pump alarmed power error 25, low battery and power loss. The power management tool confirmed power error 25, low battery and power loss alarms were triggered when the battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The pump was received with peeling keypad overlay.

Event description:
It was reported that insulin pump did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Blood glucose was unknown. Troubleshooting was performed. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.